Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified nor the type of material, however based on the results of the investigation, the probable cause of the "whitish foreign material was found in the auxiliary water channel and residual liquid or foreign material came out of the biopsy channel" malfunction would likely be related to the reprocessing that was not conducted properly because the cleaning brush could not be inserted due to clogging of the biopsy channel. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube and residual liquid/foreign material coming out of the channel-tube. There were no reports of patient or user harm associated with this event.